Event description:
It was reported that a trainer experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) to an ilet system for approximately one hour, after which the g7 successfully connected without further assistance. Symptoms included no reported clinical effects, no alerts, and no alarms. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and user education performed remotely by support. Investigation of this case revealed no device malfunction and no persistent pairing fault once the device connected, indicating normal operation after standard pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup.